Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level ranged from 360-487 mg/dl. Troubleshooting was not performed with tandem technical support (cts) because customer changed pump supplies prior to calling cts. No issues were observed with the cartridge or infusion set. Reportedly, the customer was able to resume insulin delivery.